Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg urine cutoff control and 100 miu/ml hcg control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received an email from distributor alleging false negative hcg: course of events: home pregnancy test (B)(6) 2015 was positive. (Lmp (B)(6) 2015). Bleeding for several days, active bleed upon presentation to the emergency department (B)(6) 2015. Abdominal ultrascan showed no definitive intrauterine pregnancy, not ectopic. No meds on file. (B)(6) 2015 4:11pm, urine rapid=negative, beta hcg=163 (kit lot number hcg4080261) with "poc urine preg negative. But then repeat with faintly positive results." Patient represented to the emergency department on (B)(6) 2015 for (B)(6) treatment. Vaginal bleeding had stopped. (B)(6) 2015 2:35pm, urine rapid=negative (accurate lot # not provided)., beta hcg=254. Chart = "no sonographic evidence of intrauterine gestation sac. Could be ectopic." Serum beta hcg quant = 254 miu/ml. Diagnosis = "vaginal bleeding, pregnancy first trimester with uti." No additional information received.